Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instruction for use state in order to permanently deploy clip, pull the handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. The instructions for use state that if the clip deployment device is used with an endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. An unsuccessful attempt to deploy the clip can alter the internal device components, such as the driver legs, as the clip begins the deployment process. Once driver legs are altered, the clip is in a partially deployed state and may not be able to be reopened. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an upper endoscopy procedure, the physician used a cook instinct endoscopic hemoclip. While attempting to ligate a vessel in the duodenum, the clip would not deploy. The clip was removed, "literally ripped it off the vessel", and another clip was successfully placed. The event occurred during a visibly bleeding vessel. The nurse attended an in service the week prior. We became aware of this event via FDA report mw5055275.